Manufacturer narrative:
Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to diagnostic imaging. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.